Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump suspended insulin delivery due to an inaccurate sensor glucose reading. The blood glucose reading was 113 mg/dl, compared with the sensor glucose reading of 59 or 60 mg/dl. The most recent blood glucose reading was 122 mg/dl. Nothing further reported.